Event description:
It was reported that an asymptomatic patient presented in the emergency room with backup vvi mode. Patient¿s presenting rhythm was faster than normal. A device download was performed successfully. Patient was stable and will continue to be monitored normally.